Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow-up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the zimmer pulsavac plus wound debridement system fan spray kit packaging seal allegedly did not appear intact. There was no report of any pt harm or injury.